Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12619. It was reported the system causes problems for the pt's legs. It was also reported the pt experiences pain due to the location of the ipg. The pt plans surgical intervention to address the issue.